Manufacturer narrative:
This is one event (cerebrovascular) of two events reported for the same pt involving three separate product. Associated MDR #'s: 2937457-2013-00165, 1225714-2013-02629, 1225714-2013-02631 and 1225714-2013-02632.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebral vascular event on (B)(6) 2010, and subsequently expired on (B)(6) 2010, after the use of the product.